Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill test to reservoir. No air bubbles and no leak were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Also ran basal, bolus leaking test, the reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connectors into a 7xx pump. Conclusion: reservoirs no air bubbles and not leak.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had a air bubbles and leaks inquired. Customer's current blood glucose level was 262mg/ml and customer also had high blood glucose. Customer reported that the reservoir leak passed 2nd o-ring. Customer states there is an air bubble in the reservoir. Reservoir will not be returned for analysis.